Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and suture was used. The needle broke and was retained in the patient's body, causing undisclosed injuries. No additional information was provided at this time.